Event description:
It was reported that there was loss of aspiration. An angiojet avx was used in a thrombectomy procedure. During the procedure, it was noted that there were suction issues with the system and the pump was leaking. The procedure was completed with another of the same device. There were no patient complications reported.